Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon firing on the appendical stump during a laparoscopic appendectomy, there was poor staple formation and the distal staple line was incomplete. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of the complaint event. Photographic inspection noted that the returned photograph is blurry. Inspection was unable to determine the status of the staple line. Functional testing could not be performed without the physical product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon firing on the appendical stump during a laparoscopic appendectomy, there was poor staple formation and the distal staple line was incomplete. Another reload was used to complete the case. There was no patient injury.